Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Updated concomitant device information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Manufacturer narrative:
D10 - concomitant medical products and therapy dates is unavailable at this time.

Event description:
It was reported the patient had an unrelated surgery wherein the ipg was not placed in surgery mode. Subsequently, the patient had trouble connecting to the ipg. Troubleshooting was attempted, but the issue was unable to be resolved. As a result, surgical intervention may take place at a later date to address the issue.